Event description:
On (B)(6) 2017, a reporter for the patient (the patient¿s wife) contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by medical surveillance. The reporter stated that the patient had obtained the subject meter on (B)(6) 2016 and she claimed that after obtaining a comparative blood glucose result at the hospital on (B)(6) 2017, she considered that the meter had been reading inaccurately for some time. The patient tests his blood glucose levels 5 times per day and manages his diabetes with unspecified long-acting insulin and novolog insulin. The reporter indicated that the patient had administered his usual dose of long acting insulin on the evening of (B)(6) but had discontinued the novolog insulin on (B)(6) because he was being admitted to hospital for surgery. She reported that on admission to hospital for surgery at 7:30am on (B)(6) 2017, a blood glucose result of ¿101 mg/dl¿ was obtained on the subject meter compared to ¿66 mg/dl¿ on the hospital meter, performed within 30 minutes of each other. A further blood glucose result was obtained about an hour later on the subject meter of ¿132 mg/dl¿ compared to ¿99 mg/dl¿ on the hospital meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter indicated that prior to obtaining the alleged inaccurate result at the hospital, the patient had developed symptoms of ¿tingling tongue, slurring words and sweating¿. She stated that the patient had received a ¿glucose shot¿ from a healthcare professional to treat his symptoms. At the time of troubleshooting, the cca noted that the meter was set to the correct unit of measure, the patient¿s test strips were within expiry date and had been stored correctly and the test strip vial was intact. The cca confirmed that the patient had used an approved sample site and had followed the correct testing steps. The reporter did not have control solution to test the meter and test strips. The patient¿s products were requested back for investigation and replacement products were sent to the patient. Education was provided to the reporter on the use of control solution and a vial of control solution was sent to the patient for his comfort. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse which required hcp intervention, after the alleged inaccuracy issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.